Event description:
A home patient reported minicaps with no "pvp". Per home patient, the sponges were completely white, with no trace of betadine present. The home patient stated there was no patient injury or medical intervention associated with these incidents.